Event description:
It was reported to philips that the device intermittently beeps and has a red x. The defib test fails intermittently, however, later tests have passed. There was no reported patient involvement.